Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as improper masking during therapy. The peritonitis was manifested by fever, abdominal pain, and nausea. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with vancomycin (intraperitoneally, dose and frequency not reported) for the event. The patient was discharged three days after hospitalization and was reported to be recovering from the event. It was unknown if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.